Manufacturer narrative:
Unit received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. No unexpected low battery alarms or blank display anomalies were noted. All bolus programmed during testing were properly delivered. No bolus anomaly noted. Unit received with cracked case at display window corners, reservoir tube lip and battery tube threads. Unit received with minor scratched lcd window. No cracks at display window found.

Event description:
The customer reported via phone call that (B)(6) he went to the hospital because he had a hard time breathing and was vomiting. Customer's blood glucose level was 397 mg/dl. He was headed into a diabetic ketoacidosis. The customer was given IV and insulin pushed to drop his blood glucose level. The customer was wearing the insulin pump at the time of hospitalization. The insulin pump had cracks around the screen and scratches on the screen. He was changing the battery more often. The insulin pump alarmed no delivery. The insulin pump spontaneously stopped delivering twice and backed out to the home screen. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.